Manufacturer narrative:
The reported issue was confirmed as the cause is unknown. No physical sample was returned for evaluation, however a photo of the involved product was provided. The photo shows a catheter with balloon cuffing. No other defects were observed. Functional and dimensional evaluations could not be conducted because no physical sample was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "recommended inflation capacities: 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Received photo sample only.

Event description:
It was reported that the catheter mushroomed. No patient injury reported, however the patient allegedly experienced pain. The technique used to remove the catheter is unknown.

Manufacturer narrative:
The reported issue was confirmed as the cause is unknown. No physical sample was returned for evaluation, however a photo of the involved product was provided. The photo shows a catheter with balloon cuffing. No other defects were observed. Functional and dimensional evaluations could not be conducted because no physical sample was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 30cc balloon: use 35ml sterile water; do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). Received photo sample only.

Event description:
It was reported that the catheter mushroomed. No patient injury reported, however the patient allegedly experienced pain. The technique used to remove the catheter is unknown. Per additional information received via medwatch: the patient reported 3 weeks after the event that the catheter seemed to "get stuck" as it was being removed on post op day 1. The nurse had to pull on the catheter to remove it, and it was very painful for the patient. The reason for surgery was a hysterectomy.